Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had not updated the names and orders of the newly admitted patients on the floor. A technical support specialist dialed into the station and there was an order interface problem icon displayed at the station for about 10 minutes. A tss stated that the customer had mentioned being present almost every day and reported no prior complaints and confirmed that the issue was resolved and approved case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not updating patient details. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not updating patient details. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had not updated the names and orders of the newly admitted patients on the floor. A technical support specialist dialed into the station and there was an order interface problem icon displayed at the station for about 10 minutes. A tss stated that the customer had mentioned being present almost every day and reported no prior complaints and confirmed that the issue was resolved and approved case closure. The system functioned as intended after the technical support specialist investigated the device.